Event description:
As reported: while manipulating the coil in a microcatheter after preparation was performed as usual, the implant was unintentionally detached. The implant was detached during manipulation in the microcatheter (inside the patient). The coil was then withdrawn along with a microcatheter and removed from the patient. The coil was replaced with another coil to continue the procedure, and the procedure was successfully completed. No patient health damage was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.